Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device w9136; pbbdgts0 number, and no non-conformance's were identified. Investigation summary: it was reported pull off - suture needle. One photo was provided for analysis. Upon visual inspection of the picture, one empty folder and one empty opened foil could be observed. As no needle or suture were noted; no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested and the following was obtained: what was used to complete the surgery? Another new suture taken out to complete the procedure. Was there any tissue injury as a result of removing the needle from the tissue? No.

Event description:
It was reported that the patient underwent hemorrhoidectomy on an unknown date and suture was used. The suture snapped from the needle during the procedure. The needle was left inside the patient's tissue and surgeon had to take some time to search and bring it out. The surgery was delayed 5 minutes to look for the needle. A like device was used to complete the procedure. The procedure was completed successfully. There were no adverse patient consequences or tissue injury reported.